Event description:
It was reported that erosin patient implanted a tvt sling on (B)(6) 2020. After the implant, she experienced severe pain and had to remove it on (B)(6) 2025.

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).